Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead.

Event description:
A consumer via a manufacturer representative reported the battery was replaced or revised, but the lead wire was not changed. The reason for the revision/replacement was unknown. The consumer believed the lead wire got damaged during an injection and he got shocking from the wire. This occurred sometime before (B)(6) 2014, but the exact date was unknown. Indication for use included spinal pain.

Event description:
Additional information was received from the manufacturer representative (rep) stating that on (B)(6) 2016 impedances were checked and within normal range. The patient¿s device was reprogrammed, group b was added covering the patient¿s back and thigh area where they wanted stimulation. The patient was pleased with the results. The patient had not reported any issues since the programming of their device to the rep¿s knowledge.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.